Event description:
As reported on the medwatch form: event desc: during spinal procedure, spinal needle broke while in pt's back. Did this event involve an electrophysical procedure or an attempted electrophysiology procedure? No. What was the original intended procedure? Spinal procedure. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working.) Additional info provided by the facility indicated that the needle broke in the fatty tissue and the fragmented piece of the needle was removed intact without incident. It was noted that the needle bent easily.

Manufacturer narrative:
The actual device in the incident was returned to the MFR to be evaluated. One used pencan needle broken in two places was returned. The fractured, fragmented bevel end of the pencan spinal needle measured 35mm in total length and a 10mm portion of the fractured end of the fragment was bent on a 60 degree angle. It was also noted that the stylet was still inside the hub end of the needle and was noted to also be bent in the area where the needle broke off. It appears that the bevel end of the needle broke off during the procedure while the stylet was still in the needle. Past incidents of this nature, have indicated that the cannula encountered some type of trauma, which stressed the part beyond its intended design capabilities. This may be the case in this incident especially since it appears that the returned portion of the needle was bent on an angle at the point of fracture. There have been no other complaints of this nature against the reported lot #. The sample and all available info has been provided to the actual MFR, for eval.